Event description:
Same case as MFR# 2134265-2011-05237. It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 71% stenosed target lesion was located in the right coronary artery (rca). The physician direct-stented the lesion with a 3.50x38mm ion stent, which was deployed at 10atms. Post dilation was performed with a 3.50x20mm nc quantum apex balloon at 20-25atms; however, after post dilation it was noted that the proximal end of the stent was deformed. A 1.5mm balloon, followed by a 2.00x8mm apex balloon were inflated in the lesion to create a channel for further post dilation with a 3.50x15mm quantum apex balloon. The physician then advanced a 3.50x16mm ion stent delivery system (sds) to the proximal portion of the lesion, overlapping the proximal end of the first ion stent. The stent was deployed at 12atms and then the lesion was post dilated again with a 3.50x12mm nc quantum apex balloon at 25atms. Ivus was performed and it was confirmed that there was adequate stent apposition to the vessel wall. The procedure was successfully completed with 0% residual stenosis, timi 3 flow and excellent angiographic results. No patient complications were reported. Five days later the patient returned to the cath lab with chest pain. Angiography was performed and an area of indentation was noted on the side of the 3.50x16mm ion stent. A 4.00x23mm promus stent was inserted and deployed inside the ion stent and post dilation was performed with a 4.00x15mm quantum apex balloon followed by post dilation of the proximal end with a 4.50x15mm quantum apex balloon. The procedure was successfully completed with no patient complications reported. The patient's current condition is okay.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).